Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has complete heart block and experienced dizziness. The patient presented in clinic and upon device interrogation, the pulse generator exhibited noise oversensing leading to pacing inhibition. It was suspected that the noise was due to electromagnetic interference. Programming changes were made. The patient was stable post event.

Event description:
New information received on (B)(6) 2019 indicating that the pulse generator continued to exhibit noise oversensing. Programming changes were made on (B)(6) 2019.